Event description:
It was reported that an interlink continu-flo solution set leaked from the top of its filter. This occurred during set up for a patient infusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.